Manufacturer narrative:
As of today, no additional information has been received. Should additional information be provided, this report will be updated.

Event description:
Subsequent information indicated that additional high pace impedance measurements were recorded. There were also non-sustained ventricular tachycardia events recorded due to oversensed noise. A request for additional information was made.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right ventricular (rv) lead triggered a lead safety switch due to impedances greater than 3000 ohms. The patient was seen in office for device testing. The clinical observation was not able to be recreated. The device was reprogrammed back to bipolar configuration and the system will continue to be monitored. There were no adverse patient effects reported.